Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. It was not possible to fire the staples from the loading unit, the device was blocked. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, used a new device. All the reported reloads experienced the same issue during this procedure. There was no patient harm. The patient outcome is alive, no injury.